Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. The receiver was received for evaluation. An external visual inspection was performed and it was observed that the usb door was broken. A charging and boot up test was performed and the received failed to boot up as the error was displayed on the screen. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.